Manufacturer narrative:
Estimated event date. The main component of the system, other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: extension.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient underwent surgical intervention to explant the ins and extensions due to skin erosion related to the patient¿s thin skin. Additional actions include examination. The new ins was placed in the left side abdomen. The issue was considered resolved at the time of this report. No further complications were reported.